Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn sapphire analyzer, list # 8h00-01, (B)(4). The cause of the cell-dyn sapphire vent head assembly aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn vent head assembly provided to the customer with the recall letter.

Event description:
The customer observed short sample errors when using the open and closed modes of the cell-dyn sapphire analyzer and all results generated were zero. The customer performed the auto cleaning procedure of the analyzer with no resolution. The customer was advised to replace the aspiration probe. The customer followed the recommended troubleshooting procedures and the issue was resolved.